Event description:
Post op pt noted "popping" near surgical site. Foley noted to be out and balloon had ruptured. No plans for surgical removal of the retained piece of balloon at this time. Pt without further complication and was discharged 8 days later.